Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired on (B)(6) 2012 due to a driveline infection. No autopsy was performed.

Manufacturer narrative:
The patient expired and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.